Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. The customer also alleged that there was moisture behind the display and within the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: during investigation, there was evidence of moisture behind the display lens. The pump was unresponsive with both the returned battery cap and a test battery cap. There was no audible tone. There was no vibration alert and the display was blank upon battery insertion. The battery cap was able to fully tighten. The battery compartment was found to be intact. A leak test showed a display lens leak. The pump case was removed and there was evidence of moisture contamination on the inside of the pump on the battery canister and the transceiver board. The transceiver board was unplugged and the pump powered on. The pump was unresponsive due to internal moisture damage. The original complaint was unable to be adequately investigated due to the inability to run the pump and verify the current draws and review the download.